Event description:
A report was received that the patient was having difficulty charging his two ipgs. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging his two ipgs. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).